Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. An answer by the doctor (mr. Alexander beck) who has investigated this case was received. It says, that he is not able, due to confidentiality as he acts as investigator/assessor in this case - to send us additional information. A technical investigation was not possible to perform, as the device is not at hand for investigation. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on april 19, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item number is available. Event summary: breakage of a ceramic pairing which happened in 2016 is reported (initial surgery was performed in 2012). A fitmore shaft was combined with a selexys cup system (mathys product) involving ceramic inlay and a mathys bionit-2 head, size 48. Review of received data doctor letter is received. It states that the breakage of the material, which was implanted in 2012, happened in 2016. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. Root cause analysis due to an unclear involvement of the product in the reported event, it is not possible to perform a meaningful selection of risk/s for the patient. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary breakage of the ceramic pairing, which are the products of mathys, is reported. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. Therefore, due to significant lack of information and unclear involvement of the product in the reported event, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. Since the fitmore stem was combined with mathys acetabular components and femoral head, the root cause for the issue is considered as off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported, that the patient was implanted a fitmore stem (exact catalogue number unknown) in 2012 (the first day of the year was entered as implantation date) together with a cup and inlay manufactured by a competitor. It was reported that the patient experienced a breakage of the ceramic pairing in 2016. No further information is available.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted a fitmore stem (exact catalogue number unknown) in 2012 (the first day of the year was entered as implantation date) together with a cup and inlay manufactured by a competitor. It was reported that the patient experienced a breakage of the ceramic ceramic pairing. No further information is available at that time.